Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that the insulin pump kept turning on and off. The customer's blood glucose value was unknown. The customer reported that they went through several batteries and the insulin pump turned on only for a few minutes and turned off again also sometimes it will let them go to options first but when they pressed anything it will turn off again. Customer reported that insulin pump has not been dropped and had changed batteries several times. The device will be returned for analysis.